Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. On 3/1/2019, a manufacturing record evaluation was performed for the finished device and no non-conformances was found during the review. Concomitant medical products: carto3 external refpatch 6pack (model#d-1283-02, lt#ll017600). Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia (vt) ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, cardiac tamponade was confirmed. The remainder of the procedure was aborted. Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. Extended hospitalization of 6 days was required as a result of the adverse event for observation purposes. Ablation was performed prior to pericardiocentesis and cardiac tamponade being noted. Patient¿s outcome was improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. No error messages were displayed on any bwi equipment during the procedure. Transseptal puncture was performed with an abbot brk-1 transseptal needle and abbott swartz transseptal sheath sl1. There was no evidence of steam pop during the ablation. The catheter irrigation was set in low flow at 17 ml/min and in high flow at 30 ml/min. The visitag module was used at stability parameters of 5 mm position stability and 3 s time stability. No additional filter used with the visitag. The color options were used with a total time of 0-15 s.